Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated lancet not retracted and sticking out of end cap. Lancet was properly seated in the lancing device when the lancet did not retract. No adverse event alleged. A request was made for the return of the device.